Manufacturer narrative:
(B)(4). Medical records did not contain hospital progress notes or dialysis progress notes for review. The peritoneal dialysis culture gram stain test revealed gram positive cocci and abundant wbcs, indicative of contaminated dialysate. There was no documentation in the medical record that indicated a causal relationship between the liberty cycler and the peritonitis.

Event description:
Medical records were received from the patient's treatment facility. The patient presented to the hospital on (B)(6) 2016 after experiencing abdominal pain, hypertension and one month of diarrhea. In addition, the patient presented with tachycardia and elevated lactic acid levels. The patient's peritoneal dialysis fluid culture had gram positive cocci on gram stain but the fluid culture showed no growth to date. The blood culture was negative. The patient was administered intravenous fortaz and vancomycin. The patient was negative for clostridium difficile colitis. Blood work revealed hypokalemia which was replaced. The patient was discharged (B)(6) 2016 and prescribed intraperitoneal vancomycin in an outpatient setting. The patient's discharge diagnosis was sepsis due to questionable peritonitis from peritoneal dialysis.

Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon completion of medical record review.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the patient was hospitalized for peritonitis. Follow up with the patient's peritoneal dialysis registered nurse (pdrn) indicated the patient was hospitalized from (B)(6) 2016 through (B)(6) 2016 due to peritonitis. The pdrn also stated the patient was not following aseptic technique.